Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 430 mg/dl at the time of the incident. The customer stated that the insulin pump alarmed motor error while trying to deliver a bolus. The customer stated that the drive support cap was normal and that the insulin pump was exposed to high magnetic fields and was not able to complete the rewind process. Customer also reported to have experienced a high blood glucose of 430 mg/dl and no high blood glucose troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Motor error alarm during rewind due to motor encoder signal out of phase. Unable to perform occlusion test, prime test, excessive no delivery test, displacement test or verify prime anomaly due to motor error alarm. Pump received with dented display window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and address label peeling/damaged.